Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2019, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a device manufacturer representative regarding a patient receiving dilaudid (30 mg/ml at minimum rate) via an implantable infusion pump. The indication for use was noted to be non-malignant pain. It was reported that the patient's catheter was replaced on (B)(6) 2019 as the hcp was unable to aspirate the catheter. It was also noted that the patient experienced overdose signs after the attempt to aspirate the catheter was made. No kinks or occlusions were visualized during the revision. The hcp removed the drug from the pump and was decreasing the concentration of the drug. There were no environmental, external or patient factors which may have led or contributed to the issue. It was unknown if the issue was resolved. The patient's weight was unknown. The patient's status at the time of the report was alive - no injury. No further complications were reported.